Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a decline in r waves and a decline in p waves on the right ventricular (rv) lead and right atrial (ra) lead respectively. The leads remains in use. No patient complications have been reported as a result of this event.